Manufacturer narrative:
Sample not yet received by baxter's product analysis laboratory for evaluation. A follow up will be submitted upon completion of the sample analysis.

Event description:
A home patient's nurse contacted baxter's product surveillance department to report that one of her home patients was experiencing trouble with the homechoice sets. Follow up with the home patient revealed that the home patient noted the drain line of 3 homechoice sets leaking during her automated peritoneal dialysis therapies. Upon closer examination of the sets, the home patient noted holes, and what appeared to be bite marks in the tubing. The home patient advised that she stored her homechoice sets on the floor of her closet and hypothesized that mice or rats may have knawed on the tubing. The home patient has since started storing her homechoice sets higher up and has had no further difficulty. The home patient does not use sharp utensils to assist in the opening of the carton or overpouches in which the homechoice sets are delivered. Additionally, the home patient does not have a pet. The home patient was treated prophylactically with antibiotics as a result of these events, no patient injury occurred.